Event description:
It was reported that an occlusion alarm occurred. Customer declined further troubleshooting with tandem technical support. There was no reported adverse impact. No additional information was provided.